Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The blood glucose value level was not provided at the time of the incident. Customer stated they did not receive a low battery alert prior to off no power alarm. Troubleshooting was completed and found no issues with the insulin pump. Customer inserted a new battery and the display returned. The customer will not return the product.